Event description:
It was reported by service report that the lock bar was not holding the cot in place. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Lock bar on the cot fastener.